Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: moisture was observed underneath the display. The display lens was cracked. The battery compartment was cracked below the bumper pad. The display screen was dim and discolored. There was further moisture observed inside the pump.